Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Scratches were noted on the port, and needle marks were observed on the port septum. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when di water was injected into both the port septum, and into the port tubing. The port tubing was observed to be separated approximately 2.5 inches from the taper tubing junction. Under microscopic analysis, the end of the port tubing was noted to have striated edges, consistent with a surgical end cut and device removal activities.

Manufacturer narrative:
Taper ii. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a leak. "[Patient] has lacked of satiety. Injection of fluid and attempts of aspiration through [patient's] port revealed that there was no fluid in system, and injection was not returned indicating a complete disruption of [patient's] tubing which is confirmed radio graphically breaking the tubing at the metal connector with the tip of the tubing being in the pelvis. This was laparoscopically retrieved." The device was removed.